Event description:
Due the tortuous nature of the proximal anterior tibial take off, the crossloop guidewire used was shaped manually to be able to access the lesion. After lesion cap engagement and crossing into the proximal anterior tibial cto cap, the crossloop guidewire tip entered the subintimal space through a dissection plane created during guidewire manipulation and navigation. This was most likely due to the tortuosity of the vessel. Feeling that the guidewire was behaving as it was in a subintimal space, the operator removed the device and discovered a fractured tip. *case #4 for first in-man procedures using crossloop for dr. (B)(6).